Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator (ICD) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented for follow up with far p wave over-sensing exhibited by the implantable cardioverter defibrillator (ICD). Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.